Event description:
Hill-rom received a report from a hill-rom tech stating the left siderail wouldn't latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the left siderail end tube broken in half and right siderail end tube damaged as well. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011, and 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the both end tubes and four rivet ratchets to resolve the issue. Based on this info, no further action is required.